Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 17 days of data (01aug2020 ¿ 17aug2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on 13aug2020 from 3:37:25 to 3:37:40 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power to the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided indicated that the alarm was due to a power outage at the patient¿s home that occurred during a thunderstorm. The root cause of the reported event was determined to be a temporary loss of ac power to the mpu due to a power outage at the patient's home. Device history records (shop orders: 184184 and 183317) were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11nov2016 in customer order (B)(6). Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ subsection ¿using the mobile power unit¿ explains how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event. PMA/510(k) #: p160054.

Event description:
It was reported that the log file captured a no external power event. This was caused by power to the mpu being briefly interrupted. The patient reported a power outage at his house during a thunderstorm. This should account for the event.